Manufacturer narrative:
The technician found the side rail center arm was cracked. The side rail center arm was replaced by the technician to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No pt impact.